Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. However, it was discovered that the power supply inlet comes out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. In regard to the customer reported image issue, the cause is unknown because it could not be reproduced. As for the power inlet coming out, this occurred due to a defective power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image on the display of the video system center was flickering and not produced. The issue was found during routine maintenance and there was no patient involvement.